Event description:
Nurse reported she was giving a pt a bath and as she rolled the pt towards the left intermediated siderail, the siderail fell resulting in the pt falling. No injuries were reported.

Manufacturer narrative:
According to the hill-rom field investigation, the alleged event could not be duplicated.